Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim). During the procedure, the physician used another manufacturer's microcatheter as the parent catheter and then attempted to insert the px slim through it. However, while advancing the px slim through the catheter, the physician met resistance approximately half way through and was unable to advance the px slim any further. Therefore, the px slim was removed and the procedure was completed using another manufacturer's microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
A penumbra coil detachment handle (dh1) opened during the procedure, but not used, was returned with the px slim delivery microcatheter (px slim). Result: the px slim was kinked approximately 104.0 and 111.5 cm from the hub. Conclusion: evaluation of the returned device revealed that the px slim was kinked. This type of damage likely occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage will likely occur. The observed kinks likely contributed to the resistance during advancement. While decontaminating the px slim, lubricity was present. The dh1 was returned because it was opened during the procedure. The dh1 was not used in the procedure. Px slims are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.